Event description:
It was reported that during device implant, all measurements were in range. During induction testing the device charged but the therapy did not terminate the fibrillation and after the device did not charge again. The patient received several external shocks before the fibrillation was terminated. The device was found in backup vvi mode after the shocks were delivered. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead was returned measuring 18.3cm. Analysis found external insulation abrasion at 8.8cm to 9.2cm from df-1 connector pin. The rv coil was exposed and damaged. Sem analysis on the damaged rv coil indicated it was melted. The abrasion found is consistent with friction to the ICD can.